Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-400 mg/dl) and customer felt very ill. Infusion sets were changed multiple times; no issues with the cannula was observed. Customer's healthcare provider alleged pump was not working properly with the customer's body. Customer reverted to using manual insulin injections and bg levels were "fine".